Event description:
Customer reports an lv5 infusor overinfused over 32 hours instead of an anticipated 44 hours. The unit contained 2500mg of 5fu in saline to a total volume of 220ml. Customer reports no pt injury.